Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and difficulty removing the device due to interaction with the chordae appears to be related to challenging patient morphology/pathology. The reported device caused damage to another device appears to be related to procedural conditions due to interaction and manipulation with the third device used and the single leaflet device attachment (slda) of the second clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The first and second clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This report is filed because the 3rd clip delivery system (B)(4) possibly caused or contributed to a single leaflet device attachment of the 2nd implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 4 with challenging anatomy. The first clip delivery system (B)(4) experienced difficulty grasping the mitral valve leaflets due to anatomy. This clip became caught in the chordae but was removed from the chordae without reported issue and implanted medially, reducing the mr to 4-3. The second cds (B)(4) also experienced difficulty grasping the leaflets due to anatomy. This clip had become caught in chordae twice but was removed from chordae without reported issue. The clip was deployed on the leaflets, reducing the mr to 2-3 with a mean pressure gradient of 6 mmhg. Imaging then revealed that the first implanted clip (B)(4) had moved on the leaflets. The mr had noted to increase back to 4. The decision was made to place a third clip. The third cds (B)(4) experienced difficulty grasping the leaflets due to anatomy and, during advancement and positioning, became entangled in the chordae. During retraction of the third cds, a single leaflet device attachment (slda) of the second implanted clip (B)(4) occurred. Per the physician, the third cds caused or contributed to the slda of the second clip. The procedure was aborted and the mr remained at grade 4. No additional information was provided.